Event description:
Procedure performed: lap hysterectomy. The bag would not open. Did not indicate that there was an attempt to unroll the bag. Device did not jam. Metal supports were not exposed. Bag was removed safely from the patient. Opened another device and worked as expected. Medwatch report # (B)(4) received via mail from the FDA on 15apr2019: date of event: (B)(6) 2019. Description of the event or problem: "the bag on the retrieval device would not open. Per hospital, the manufacturer provided a return goods authorization number and product return packaging." Original intended procedure: "lap hyster" patient status: fine. Type of intervention: opened another device and worked as expected.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was returned detached in a partially rolled configuration. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the event unit, it is likely that the tissue bag was unable to open upon deployment due to the fact that the tissue bag had conformed to the shape of the introducer shaft. The instructions for use (IFU) states that " the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up the initial report that was submitted under medwatch report # (B)(4).

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap hysterectomy. The bag would not open. Did not indicate that there was an attempt to unroll the bag. Device did not jam. Metal supports were not exposed. Bag was removed safely from the patient. Opened another device and worked as expected. Medwatch report # (B)(4) received via mail. Date of event: (B)(6) 2019. Description of the event or problem: "the bag on the retrieval device would not open. Per hospital, the manufacturer provided a return goods authorization number and product return packaging." Original intended procedure: "lap hyster". Patient status: fine. Type of intervention: opened another device and worked as expected.